Manufacturer narrative:
Continuation of d10: product ID: 3587a; lot#serial#: (B)(6); product type: lead; product ID: 3708340; lot#serial#: (B)(6); implanted: on (B)(6) 2006; explanted: on (B)(6) 2023; product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3587a, serial/lot#: (B)(6); product ID: 3708340, serial/lot#: (B)(6), ubd: 12-jun-2010, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep said the extension was severed on (B)(6) 2023. The caller indicated that the extension was severed during the last battery replacement procedure. The caller indicated that the event was reported. The caller did not have the report number. A response was received from a manufacturer representative regarding device compliant. Rep reports it was not definitively determined how the extension wire was severed. Before the procedure the battery was interrogated and connectivity was confirmed with 0 electrode having impedance issue. It was during the battery extraction when the physician was clearing scar tissue utilizing the bovie device. He removed the battery and connected the wens to the extension wires to see if there was connectivity. We got positive connectivity and 3 out of 4 electrodes were working. As he continued to clear scar tissue around the extension wires to free them up, he noticed the wire was severed or fractured. He suggested the wire could have been fragile and old or the bovie touched it and that¿s why it fractured. It was at that point he decided to discontinue procedure and close patient incision and contact a neurosurgeon. Furthermore rep reports the patient has since met with a neurosurgeon and is waiting for surgical authorization from his worker¿s comp insurance company. Other than the recurring back/leg pain from his original accident, patient is feeling fine. Additional information was received from rep stating patient battery was explanted due to normal battery replacement.

Manufacturer narrative:
Continuation of d10: product ID 3587a serial# (B)(6) product type lead. Product ID 3708340 serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2024 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that the leads, extensions, and battery were discarded.

Event description:
The reason for call was the caller asked about component compatibility. The caller indicated that they are going to a system revision procedure today. Hcp was going to change the ins and inadvertently cut the lead or extension.

Manufacturer narrative:
Continuation of d10: product ID 3587a serial# (B)(6) product type lead product ID 3708340 lot# serial# (B)(6) implanted: (B)(6) 2006 explanted: (B)(6) 2024 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.